Event description:
Patient implanted in the nasolabial folds in 2000, prescribed keflex 500 mg and provided with post op instructions for wound care. Almost 3 months later in 2001, patient had some swelling with drainage from the site. No fever, tenderness or erythema was reported. A b&s culture was performed and the stain was 1+ for gram positive cocci. Results were reported to patient and patient treated with levaquin 250 mg and bactroban.